Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, the suture deployed and no issue was felt; however, when the device was removed from the patient's anatomy, hemostasis was not achieved. Hemostasis was achieved using manual compression and patch. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) (patient selection, obesity).